Event description:
The patient reportedly experienced a burning sensation with use of the implant. Programming adjustments were made; however, the problem was not resolved. Testing indicated that the device was functioning. It was decided to explant the patient's device. Surgery to explant the patient's c1 device will be scheduled.